Manufacturer narrative:
MFR received date: 12nov2019. The field service engineer performed an evaluation and confirmed the reported problem. The field service engineer then replaced the flow sensor to resolved the issue. Performed functional test which unit passed. Device was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported low tidal volume. There was no patient involvement.